Event description:
Customer reported via phone call to have received no delivery alarm and was able to resolve with infusion set change. Customer was advised to request a different needle due to no delivery and scar tissue. Customer also reported that the act button and the down arrow button responded intermittently. Customer's blood glucose was between 400 mg/dl and 500 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. The insulin pump was received with intermittent act button response due to flattened dome. The insulin pump was received with minor scratches on lcd window.